Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that there were no interactions with cardiac structures and no angulations or kinks noted in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on received information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 03 june 2024, a 11 mm amplatzer septal occluder was selected for an implant. During the procedure, left atrial disc became a shape of cobra head when the device was deployed, and it was unable to be re-shaped. Device was removed from the patient prior to released from the delivery cable. The left atrium made slight contact with tissue above. No angulation or kink noticed in the delivery system. The device was discarded. The procedure was postponed since the same size device was out of stock in the facility. No adverse patient consequences are reported.